Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's guide pin was missing. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The guide pin was missing and the outer shell of the device was damaged. Based on the results of the investigation, the definitive root cause of the damage could not be determined. It is possible that the damage was caused by the application of excessive force, frequent use, rough handling, rust due to inadequate reprocessing methods, or lens displacement in the optical system. Olympus will continue to monitor field performance for this device.